Event description:
It was reported that the coil appeared to be detached and while removing the catheter; the end of the coil began to protrude into the parent vessel. The microcatheter was used to push the coil back into the aneurysm, and the coil remained safely implanted. There was no reported clinical consequence to the patient.

Event description:
It was reported that the coil appeared to be detached and while removing the catheter; the end of the coil began to protrude into the parent vessel. The microcatheter was used to push the coil back into the aneurysm, and the coil remained safely implanted. There was no reported clinical consequence to the patient.

Manufacturer narrative:
Subject device remains implanted.

Manufacturer narrative:
The subject device remains implanted; therefore physical analysis cannot be performed. Based on the investigation and the information provided, the most probable root cause for the coil protrusion is operational context.